Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shock therapies for atrial fibrillation (af) with rapid ventricular response (rvr). Additional information received indicates that therapy exhaustion occurred and device was reprogrammed. This ICD still remains in service. No adverse patient effects were reported.